Event description:
When closing the first fascial layer with new duramesh suture, the needle attached to the suture came off. Drs. Were unsure if this was a faulty product, or user error. Packaging returned to emi bin in biohazard bag for faulty suture. Two other of these duramesh were used in the patient without issue.